Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not working and experienced an unknown issue. It was later clarified by the customer's biomed that the nurse had seen a "temperature not working error message. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm noted that the iabp unit does not physically have a temperature sensor, therefore the "temperature not working error message" reportedly observed by the customer's nurse was not a possible error message. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not working and experienced an unknown issue. It was later clarified by the customer's biomed that the nurse had seen a "temperature not working error message. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.